Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the external oxygen sensor was loose on the adaptor. The fse tightened the external oxygen sensor and the adaptor and the issue was resolved.

Event description:
It was reported that the unit failed pressure relief valve testing. There was no patient involvement.